Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4).d4) catalog#: unknown but referred to as a cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information- investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vena cava perforation, organ perforation, abdominal pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain/discomfort is directly related to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g., intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per CT report, "filter position: below above the renal veins." "Filter penetration: yes." "The filter is not tilted but the cone of the filter is against the anterior wall of the ivc." "The anterior right strut penetrates 1.6 mm through the ivc wall. "The anterior left strut penetrates 1.3 mm through the ivc wall." The posterior right strut penetrates 2.3 mm through the ivc wall." The posterior left strut penetrates 5 mm through the ivc wall.".

Event description:
Patient further alleges caval thrombosis. Attempted retrieval (percutaneous) (B)(6) 2018. Per venogram, (B)(6) 2018: left lower limb, left pelvic and ivc venous mechanical thrombectomy and venoplasty. Venous thrombolysis catheter placement into bilateral lower limbs extending into ivc. Scout fluoroscopic images demonstrate intact retrievable ivc filter. Ivc contrast injection peripheral to ivc demonstrates occluded ivb extending to ivc filter. Ivc contrast injection central to ivc filter demonstrates patent ivc with contrast flowing into the right atrium. Persistent deep vein thrombus of left lower limb and pelvic veins and ivc after mechanical thrombectomy using angiojet and venoplasty. Successful placement of left lower limb, bilateral pelvic and ivc thrombolysis catheters. Per CT chest angiography, (B)(6) 2018: partially occlusive thrombosis of the inferior vena cava extending from the ivc filter down to the level of the proximal common iliac veins bilaterally. Compared to the post thrombolysis examination on (B)(6) 2018, the clot burden appears to have slightly increased. Per retrieval report, (B)(6) 2018: (successful retrieval. Overnight thrombolysis resulted in minimal improvement in caval thrombosis likely due to the chronicity of the occlusion. Mechanical thrombolysis was performed with angiojet with minimal improvement of the lower caval occlusion. Patency of the lower ivc was finally achieved with ivb filter removal and venoplasty of the residual lower ivc stenosis. Using the cook retrieval set, the snare was used to capture the hook of the filter, allowing the sheath to be advanced over the filter. The filter was removed. Angiojet was performed again at this lower ivc site of completed occlusion for approximately 2 minutes. The post angioplasty digital subtraction venogram demonstrated good flow through the lower ivc to the upper ivc with no stenosis noted. There was mild vessel wall irregularity. The result at this time was satisfactory and it was decided to conclude the procedure. Per transcatheter therapy, (B)(6) 2018: successful thrombolysis catheter placement through occluded bilateral iliac veins and ivc. Per CT abdomen & pelvis with contrast, (B)(6) 2018: there is extensive thrombus within the ivc inferior to the filter and bilateral iliacs.

Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Name and address for importer site: (B)(4). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: occlusion/thrombus. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Non health care professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the ipsilateral common iliac vein due to post deep vein thrombosis. Patient is alleging tilt, vena cava perforation and organ perforation. Patient further alleges pain in abdomen.